Event description:
The customer reported the system displayed a communication failure error message. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The rep flashed and rebuilt c-arm nodes. The system was then found to be operating as intended.